Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn¿t working. The patient stated that their device ¿broke¿ six months after they were implanted on (B)(6) 2013. The patient reported that they couldn¿t even charge the device without it causing severe burning in their back. It was noted that the patient was told not to charge the ins and to leave it alone. The patient mentioned that they wanted to have the device removed as it was causing them many problems. However, they were having difficulty finding a new healthcare provider (hcp). It was further reported that the patient had epilepsy, that they accrued with the ins. The patient stated that they hadn¿t been feeling well for the past week to ten days, and that they weren¿t even able to take laundry upstairs as they were in so much pain. The patient stated that they needed the ins taken out. It was reported that two reps were notified immediately of the patient's issue of the unit breaking, six months after they were implanted. No further complications were reported or anticipated. Indications for use are spinal pain and complex regional pain syndrome type I.